Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of a vague pain since implant. An implied perforation due to the presence of a small effusion was noted, and two days after implant the right ventricular (rv) lead was moved to a new location. The rv lead remains in use. No further patient complications have been reported as a result of this event.